Manufacturer narrative:
Boston scientific technical services (ts) discussed continued monitoring at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited increased pacing impedance measurements over the last 10 months. Threshold measurements were good and sensing was stable, however no capture was obtain in configurations using the ring. Pacing impedance measurements were out of range when using a configuration with the tip, however threshold measurements were good. No adverse patient effects were reported.